Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump threshold suspended, which was triggered by an erroneous sensor reading. Customer's blood glucose was 188 mg/dl when the sensor read 59 mg/dl. Calibration and insertion techniques were discussed. Nothing further reported.